Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating they did not know what led to the premature eri. They had not changed their settings in the past year. They were programmed to 4.50v on the left side and 3.40v on the right side. Every time they turned the ins on they saw the code. They further indicated their device was replaced on (B)(6) 2016. This contradicts the information on file, as manufacturer records show the device was explanted (B)(6) 2017, a date that is also consistent with the allegation that the device lasted 4 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the ins only lasted for four years before reaching elective replacement indicator (eri). No medical symptoms were reported. No further complications were reported.